Event description:
Consumer reported that a family member picked up his syringes from the pharmacy. He stated that when he received them, they were in a brown paper bag with the pharmacy label on the bag. Consumer stated there were 10 plastic bags inside and the bags were not open but were damaged and appeared to be old. The bag also contained mixed product. There were two bags of item # 324909, lot # 8029831. The consumer was not able to locate the lot # for the other 8 bags, product # 324910. All of the bags contained 10 syringes. Lot #: 8029831, unknown lot. Catalog #: 324909, 324910. Date of event: unknown. Samples available: available - sending mail kit.

Manufacturer narrative:
Additional information was added to. Correction to: h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.